Manufacturer narrative:
Product event summary: analysis found that the battery contacts were contaminated. The main board was also replaced in accordance with the field action update. This device was reported as included in the field action noted but returned product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. There was no patient involvement.